Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The surgeon remembered a case where the absorbable hemostat caused an infection. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure in 2020? Was surgicel used during the initial procedure in 2020? Did the patient present the infection before the cystectomy procedure in 2022? Was it the same patient operated in 2020 and 2022? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Bmi 28 , age 72 , female. 2. What are the name and date of index surgical procedure? Cystectomy in 2022. 3. What were the diagnosis and indication for the index surgical procedure? Vesicular tumor with muscular invasion. 4. Was there any intraoperative concurrent use of other products? No. 5. Describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Infection with fever. 6. Please provide the onset date/time of infection from the initial surgical procedure. 2020. 7. Were there any pre existing signs/symptoms of active infection prior to this surgical procedure? No. 8. Did the patient receive any prophylactic antibiotics pre --, intra or post operation? Yes. 9. Were cultures performed? If so, please provide the results. No 10. What was the intended use of the surgicel? Was it used to address active. Bleeding or used prophylactically? Active bleeding. 11. Where was the surgicel used (on what tissue)? Bladder bed, levator ani muscle. 12. How much surgicel was used during the procedure? 2 sheets. 13. What is the patient¿s current status? Alive. 14. What is the users experience w/ surgicel powder and other hemostatic agents? Very good. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. What are the product code and lot number? 3. Was the surgicel product left in place? 4. Has any surgical or medical intervention been performed? 5. What is physician¿s opinion as to the etiology of or contributing factors to this event? 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure in 2020? Was surgicel used during the initial procedure in 2020? Did the patient present the infection before the cystectomy procedure in 2022? Was it the same patient operated in 2020 and 2022? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.